Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose level. Customer's blood glucose value was 40 to 400 mg/dl. Other blood glucose level was 50 to 400 mg/dl. The customer was declined troubleshooting for high blood glucose. Product will not be returned device for analysis.